Event description:
The device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., h.6.

Event description:
Healthcare professional reported a patient experienced the events of ¿intracapsular rupture¿, ¿pain¿, ¿discomfort¿, ¿nodules corresponding to fiboadenomas¿, and ¿presents a ¿little ball" of breast mass sensation in the left breast¿ breast implant remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the photographs identified: device is seen ruptured and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a patient experienced the events of ¿intracapsular rupture¿, ¿pain¿, ¿discomfort¿, ¿nodules corresponding to fibroadenomas¿, and ¿presents a ¿little ball" of breast mass sensation in the left breast¿ breast implant remains implanted.